Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the customer experienced the high blood glucose level and the reservoir was leak. The customer¿s blood glucose was 460 mg/dl. The customer was treated with the manual injection. The customer reported that leak in the reservoir, they smelled the scent of insulin in the compartment. The customer declined the high blood glucose troubleshooting and performed for leak. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per (B)(4) as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into 5xx pump. Conclusion: reservoir not leaks.